Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose (bg) over 500 mg/dl with unspecified ketones associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and was hospitalized with diabetic ketoacidosis at the time of the bg excursion. It was reported that the patient took himself off the pump despite it working fine; the patient stopped the pump when they had a heart attack. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of use error and taking them off the pump without doctor instruction.